Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore septum pushed into the adapter. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse in the first department used the q-syte to conduct the connection of the flushing sealing tube after disinfection, she found that the static pushing liquid did not move and there was resistance. After the q-syte was immediately unscrewed, she found that the joint rubber plug was concave and could not be used normally.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore septum pushed into the adapter. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse in the first department used the q-syte to conduct the connection of the flushing sealing tube after disinfection, she found that the static pushing liquid did not move and there was resistance. After the q-syte was immediately unscrewed, she found that the joint rubber plug was concave and could not be used normally.